Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The lens was inserted in the patient's left eye. When the lens was in the unfolding position, it was noticed that the lens was split down the middle. The incision was enlarged to remove the lens. A backup lens was implanted, same model and size. No sutured were required. No patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4) - visual disturbances, incision enlarged; break, iol. Evaluation method: lens work order search/claim search by cartridge lot number. Results: visual inspection of the returned product found the lens in two pieces. The lens was split down the middle. The optic and both plate haptic are torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. A claim search by cartridge lot number was performed and two similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, cartridge lot number search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).